Manufacturer narrative:
E1 - initial reporter city: matsue city, shimane prefecture.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured before reaching 6atm within 1-3 seconds. The device was remove using normal method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.